Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the pigtail. Customer changed cartridge and resumed insulin. Reportedly, customer's blood glucose level was 601 mg/dl. Customer administered a bolus via the pump to address the issue and went to the emergency room; customer was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Customer stated they were discharged "after may-june" with the issue resolved and no permanent damage. Event date and release date are approximate.